Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found the fenestrated bipolar forceps (fbf) instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result, a section of the active electrode was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had damage tip. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved a concern that the tip of the forceps was sharp; however, no broken or damaged wires were observed at the instrument wrist, including the conductor (black) or grip/pitch (silver) cables. There was no missing or detached material from the portion of the instrument that enters the patient¿s body, and the jaws were not bent or misaligned. No fragments fell into the patient, and no additional procedures were needed. Additionally, no photographic images or video recordings of the device or procedure are available for isi review.